Event description:
It was reported that bd insyte autoguard winged catheter cracked. The following information was provided by the initial reporter: customer shared that the bd IV appeared to be cracked upon insertion. It leaked blood everywhere based on feedback from the customer. 24 mar there was no impact to the patient, there was no injury during the issue. We believe this was an isolated issue. We have tested and used the lot number without any further issue.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381523 and lot number 4270233. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.